Event description:
Nasal airway was inserted into right naris of patient for nasotracheal suctioning. While inserting suction catheter through nasal airway, the soft rubber flange of nasal airway collapsed and entire nasal airway advanced out of view into the patient's nasopharynx. Flashlight and hemostat immediately procured and used to remove nasal airway from nasopharynx. Although patient was not harmed, the potential exists for complete blockage of airway or advancement of nasal airway into esophagus. The flange of the nasal airway is made of soft rubber and collapses easily; flaw in design of product. If just the flange were produced with a more firm rubber/plastic substance, it would not collapse so easily and have the potential of slipping into a patient's airway and blocking it, creating a respiratory emergency.